Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has experienced a hypoglycemic event. Paramedics were called and bg was measured at 48 mg/dl after pt was administered d-50. Pt reports that his cgm had altered him of a low but pt was unable to get to his blood glucose meter to check his bg. Pt admits that usually during his low alerts, his bg is typically around 40 mg/dl yet pt continued to ignore his low alerts until he started feeling symptomatic. He then proceeded to interrupt his hair cut appointment, walked outside to his car, felt incapable of operating his vehicle until a concerned passerby called paramedics. Pt was transported to the ER and was released the same day. At the time of his call to dexcom technical support pt reports he was doing fine.

Manufacturer narrative:
The device in question will not be returned to dexcom for eval. According to initial reporter, the device was functioning properly. Dexcom considers this complaint closed.